Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Reportedly, the customer was unconscious. To treat the low bg level, the paramedics gave the customer sugar. Additionally, the customer reported that the low (blood glucose) alert was not audible. Recommendation was made to consult with health care provider regarding diabetes management. It was confirmed that the customer will continue using the pump for continued insulin therapy.